Event description:
It was reported a pt sustained a 2nd degree burn following a craniotomy procedure. The injury was under the plate and described as 'blisters around the edge'. The plate was placed on the gastrocnemius muscle. It was also noted the adhesive shifted. The labeling for the product indicates the following: to reduce the risk of burns and pressure necroses: select a smooth, well-vascularized, muscular area close to surgical site that allows full universal pad-to-skin contact. This site would not have been a recommended site for the plate due to the location of the procedure. User facility indicated the pt had skin problems and was not able the plate on the arm.

Manufacturer narrative:
Lot number was not provided. Without the lot number 3m can not determine the date of manufacture or expiration date. Actual used device was not returned. Without lot number it is not possible to determine the manufacture date.